Event description:
Customer reported the system will not make x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. System operates as intended. (B) (4) 06/16/2009.